Manufacturer narrative:
The customer has indicated that the high voltage capacitor, which they suspect to be the cause of the reported malfunction, has been discarded and will not be returned for evaluation. The customer has been sent a replacement high voltage capacitor. No further action required at this time.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed error message code "error 44" on the monitor screen. The complainant indicated that there was no pt involvement in the reported failure.